Event description:
On (B)(6) 2012, the distributor contacted animas and reported the ok, up and down arrow keypad buttons were unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow, and contrast keypad buttons were intermittently unresponsive; the down arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was found to be torn and intermittently responsive.